Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Of note, multiple patients/multiple methods/multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced poster: session title: arrhythmias and clinical ep: supraventricular/ ventricular arrhythmias 4. Abstract category: 08. Arrhythmias and clinical ep: supraventricular/ventricular arrhythmias presentation number: 1273-255. If information is provided in the future, a supplemental report will be issued.

Event description:
The poster contribution was reviewed which reported the following patient complications during a ¿convergent hybrid procedure¿ using a cryoballoon ablation catheter and radio frequency ablation. There were patients who experienced pericardial effusion, stroke, hypotension, phrenic nerve injury, vascular complication, volume overload, bleeding, and transient renal failure. There is no indication of treatment/resolution. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The status/location of the cryoballoon catheter is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.